Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2, -15.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was removed and then a new shorter length lens due to excessive vault was implanted on (B)(6) 2021. This resolved the problem. Cause of the event is reported as patient-related factor,"lens was too big".